Event description:
On 28 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. User stated that when the transmitter was under direct sunlight, the sensor glucose readings started to change drastically. She mentioned that the spikes in her values were as high as 300 points and as low as 70. User did not calibrate during these episodes so there were no blood glucose readings to compare to. Case was escalated to next level of support. Multiple attempts were made to contact the user to further assess the case but no response was received. As such the case was closed due to a lack of reponse from the user.